Event description:
A malfunction alarm was reported with the product category code malf 16-0x20e6 occurring in sweden on (B)(6) 2025. The impact on the customer's blood glucose level was unknown, as the customer declined to report or answer whether their blood glucose exceeded 500 mg/dl. Technical support confirmed that the pump was within warranty and facilitated its replacement, advising the customer to return the problematic pump within 10 days using a pre-paid label and return box. Although the customer was informed about the need for pump replacement, they declined to share information on backup therapy for insulin delivery during this period.